Event description:
Child bageasy disposable resuscitator #562133 by respironics inc. Pop-off valve is defective. Pop-off pressure is lower than specification. The older the bag the lower the pressure. Problem is so critical that there could be an adverse effect including death.